Manufacturer narrative:
In mfg report no 1823260-2024-00257, the fourth sentence of the third line should have been: "he also replaced the cuvettes and performed blank cell measurements and qcs with successful results." Instead of: he also replaced the cuvettes and performed black cell measurements and qcs with successful results.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The customer reportedly continued to have questionable high results after the field service engineer's (fse) last visit. On his next service visit, the fse replaced the ion-selective electrode (ise) sampling assembly and probe. The fse performed adjustments and flushed the rinse nozzles. He replaced all of the rinse tubings because he found that vacuum tubing 2 was ripped causing leakage and bad washing of cells. He also replaced the cuvettes and performed black cell measurements and qcs with successful results. The investigation determined the event was caused by leakage/seal. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from multiple patient samples tested on the cobas 6000 c501 module. The reporter stated they have had persistent questionable high results which started three days ago. The reporter was able to provide six patient samples with discrepant results. Sample (B)(6), the initial result was 157 mmol/l. The repeat result was 140 mmol/l. Sample (B)(6), the initial result was 203 mmol/l. The repeat result was 141 mmol/l. Sample (B)(6), the initial result was 185 mmol/l. The repeat result was 141 mmol/l. Sample (B)(6), the initial result was 177 mmol/l. The repeat result was 133 mmol/l. Sample (B)(6), the initial result was 168 mmol/l. The repeat result was 142 mmol/l. Sample (B)(6), the initial result was 163 mmol/l. The repeat result was 141 mmol/l. The amended results of the reruns were reported to the physicians.